Manufacturer narrative:
MDR (B)(4) / initial 1 of 2 this emdr is being submitted for an unknown number quantity based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380

Event description:
It was reported that the patient experienced infusion set fell off events during use on (B)(6) 2026. The infusion set was used for three to four hours.